Event description:
It was reported that a basal/bolus infusor would not flow. The reporter stated no flow was observed ¿due to air lock.¿ this occurred during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 07/24/2013 to 07/25/2013. Evaluation summary: the device was received for evaluation filled and with a patient control module (pcm) attached. Visual inspection did not identify any issues that could have caused the reported problem. Functional flow rate testing was performed and the reported condition was not confirmed; no signs of flow problems were observed and flow continued without stopping. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.